Event description:
It was reported the catheter broke at the hub during removal. The user was called to troubleshoot a leaking catheter and discovered it was broken at the hub. The catheter dwell time was 3 days and had been inserted in the mid forearm. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Concomitant medical products: (B)(4). The customer returned one 6cm 20ga endurance catheter and extension dwell housing for evaluation. Visual inspection confirmed the catheter body was separated approximately 1 mm from the juncture hub. The separation points were rough and jagged. The portions of separated catheter body measured 64 mm and 1 mm, totaling 65 mm, which is within specification of the nominal value 85 mm per catheter graphic. The outer diameter of the catheter body measured 0.04290", which is within specification of 0.038-0.048" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water exited from the separation point. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid cathe ter kinking and damage." The complaint of an endurance catheter cut/torn was confirmed by a complaint investigation of the returned sample. The catheter body was completely separated adjacent to the juncture hub. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.